Manufacturer narrative:
The sample is serum collected in a 5ml tube and centrifuged at 3500 rpm for 15 minutes. No other patient samples or assays are in question. Per the customer complaint record, qc run prior to and after event, was recovering within range. A system check run on (B)(6) 2011 and passed all specifications. The customer sent the patient sample in question to customer product line support (cpls) for additional testing. The cpls results confirmed the presence of interfering heterophile substances since at least one of the heterophile blockers used in the test significantly lowered the signal. Service was not dispatched for this event as the customer is not questioning instrument performance. A patient-source interferent was determined to be the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an elevated thyroid stimulating hormone (tsh) result, which was questioned by the physician as not matching the clinical presentation of one (1) patient, generated by the unicel dxi 600 access immunoassay system. A previous tsh result on this patient was also elevated, but the date was not provided by the customer. The erroneous results were reported out of the laboratory. The sample was retested at another facility and the tsh result was normal. There was no change in patient treatment in association with event.